Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the imaging window was twisted and had a guide wire entangled. Based on the evidence, the as reported code of catheter material twisted is confirmed.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter unraveled, causing the wire to wrap around the ivus catheter, resulting in both being knotted and damaging the catheter. Resulting in the ivus catheter became stuck and could not be retrieved. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter unraveled, causing the wire to wrap around the ivus catheter, resulting in both being knotted and damaging the catheter. Resulting in the ivus catheter became stuck and could not be retrieved. No patient complications were reported.